Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.

Event description:
Pt undergoing radiation treatment. Due to skin abutment overgrowth, surgeon attempted to excise the skin. When doing this, the implant fell out.